Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Insulin pump error alarm and pump error alarm are found in the formatted history file. Unable to determine the root cause, problem isolated to the electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarms. The customer¿s blood glucose level was unknown. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.